Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's explant occurred on (B)(6) 2018. The shocking has been resolved. They're waiting to see if the account will allow return of the ins for analysis. This information has been confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing shocking at the lead site. They had a head MRI on (B)(6) and this issue started at that time. The patient was reprogrammed but the issue was not resolved- they turned the patient's stimulation off and referred them to a neurosurgeon. The patient had an appointment on (B)(6) with their doctor. Surgical intervention was planned but not scheduled. No further complications reported.